Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and was confirmed to be dislodged. As a result, this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.